Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported seroma, "extreme pain and burning,", "that implants have become hard overnight" and bilateral exchange from textured implants due to concern with the product. Device remains implanted. This is the right side record.

Manufacturer narrative:
Continued h.6 health effect - impact code: f2203, f2201. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported right side removal of recalled implants, seroma, capsular contracture baker grade unknown, pain and suffering and mental anguish. The device has been explanted.